Manufacturer narrative:
The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Hw10454 was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Log file analysis revealed normal pump parameters and no alarms recorded for the 14 days leading up to the reported event. Visual inspection revealed that the driveline outer sheath was pulled back from the driveline strain relief approximately 3 cm. A driveline sheath repair was performed to mitigate the reported conditions. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the driveline outer sheath damage was the reported dropping of the patient bag resulting in a strong pull on the driveline cable. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient accidentally dropped the patient bag resulting in a strong pull on the driveline cable. No alarms were reported; however, the patient's husband of the patient noticed that the outer sheath of the driveline was pulled back a bit from the strain relief leaving a gap of about 3 centimeters (cm). The inner lumen was "laying free". Of note, this patient was immovable during the time of the reported event due to a non-device related injury. The vad coordinator visited patient's home to stabilize the driveline connector to the controller with spatulas and tape. The coordinator also pushed back the rubber boot along the driveline to secure the connector to the controller. The husband reported that he had cut the rubber boot off because it was irritating his wife. On (B)(6) 2016 the manufacturer field service engineer came to the hospital to assess the system. Preliminary log file analysis revealed no "electrical fault" alarms during the time of event, until the inspection. The fse manipulated the driveline cable which did not trigger any alarms. The locking mechanism was noted to be tight and secure, but the driveline connector was found to have a slightly "bigger play than usual while turning". With consent from the patient's physician, a quick inspection of the inside of the driveline connector was performed. The inside of the connector and the controller socket appeared normal. Total pump off time was 10 seconds. A second pump off time of 10-15 seconds was used to reinstall a new rubber boot. Physician used echocardiogram to monitor the patient during pump off time. Afterwards, the fse performed a driveline sheath repair per fs0012 rev 03 to cover the gap of the pulled back outer sheath. The patient tolerated the procedure and pump off time. No further information was provided.